Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient felt "ill" and the blood glucose result on the aviva meter was 11.1 mmol/l. The patient's partner treated him with sugar drops. Around "4 to 5 minutes" after the meter result and treatment, the patient fainted from hypoglycemia. The paramedics were called and they checked the patient's blood glucose level with a result of 8.1 mmol/l around 30 minutes later. The paramedics did not treat the patient and he was not taken to the hospital. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.